Event description:
It was reported that the procedure was to treat a heavily tortuous and calcified lesion in the rca. The lesion was pre-dilated with balloons from 1.5 to 2.5. The guide wire was then switched for the wiggle guide wire and another company's stent was deployed. After post-dilating the stent, an attempt was made to remove the guide wire; however, the physician noted that the guide wire outside of the paitent was moving, but the distal end inside the patient was not moving. (Indicating that the guide wire was broken). The guide wire tip was very distal in a tiny vessel branch. The physician stopped trying to retract the guide wire, and another company's guide exchange device was advanced to verify that there was no obstruction. Then, a snare was used, but the attempt to retrieve the guide wire tip was unsuccessful. Using a two guide wire technique, the guide wire was removed in one piece from the patient. No patient effects were reported.